Event description:
It was reported during a pacemaker implant procedure, high impedance and failure to capture was noted on the pacing lead. The lead was removed and replaced. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies found.